Event description:
During a dialysis treatment, there was a drop in tmp (trans membrane pressure). Pt complained of not feeling well. Found that pt had gained weight. There was no pt injury or medical intervention.